Manufacturer narrative:
Pump failed to power up due to corroded battery tube compartment noted. Unable to verify failed battery test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received failed battery test. The customer reported that the contacts were not missing or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.